Event description:
A cartridge alarm was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl as confirmed. Tandem technical support arranged for the pump to be replaced and provided the customer with instructions for returning the problematic pump. The customer will continue using the current pump but has the option to switch to multiple daily injections if necessary.